Event description:
It was reported that the external pulse generator had loose plastic pieces inside, the battery door actuator button was jammed, the insidespring support was broken and there was a hole by the chassis support in the case when the screws were loosened. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator had loose plastic pieces inside, the battery door actuator button was jammed, the insidespring support was broken and there was a hole by the chassis support in the case when the screws were loosened. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that there were loose plastic pieces inside, there was one piece of plastic and it was glued into place. Analysis did confirm the customer comment that the battery release was jammed and that there was a hole in the upper case. Analysis also found that the upper and lower cases and the battery drawer were broken and that the keyboard was scratched. All were replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.